Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high; cause was not known. Customer used cartridge and infusion set beyond labeling; supplies were used for 96 hours. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room; customer was monitored and no treatment was provided. Customer was released from the emergency room on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.